Manufacturer narrative:
(B)(4). (B)(6). A loose patient line connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient line had a loose connection due to the patient not connecting the patient line properly. The technical service representative reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.